Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a vented solution set's tubing clogged during infusion. The device was used with an unknown infusion pump. There was patient involvement; however, there was no patient injury, medical intervention, or adverse event associated with the report. No additional information is available at this time.